Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 125 ohms, noted to have been trending upward over time. Technical services (ts) noted lead calcification build up and discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.